Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported by a nurse that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. The bacterial peritonitis was manifested by cloudy effluent and mild abdominal discomfort. There was no further description of the break in aseptic technique. It was not reported if the patient was hospitalized for the bacterial peritonitis event. On the same date as the initial report was received, the patient was treated with vancomycin 2 grams intraperitoneally (ip) (frequency not reported) for the bacterial peritonitis. Seven days later, vancomycin treatment was discontinued. It was reported that the patient has recovered from the bacterial peritonitis event. It was not reported if the patient was retrained on aseptic technique. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, lack of appetite, and appearing to be grey in color. It is unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics intraperitoneally (dose, frequency, and duration were not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal and extraneal therapies was unknown. No additional information is available. This is report 1 of 4 involved in this event.